Event description:
The manufacturer became aware of an allegation of water leaking from the dreamstation CPAP device. The user's wife also alleges that the water from the machine went into the user's lungs which resulted in hospitalization. The user's wife states the machine is not usable. No device has returned for investigation. The investigation is on-going. A final report will be filed once the investigation is complete.

Manufacturer narrative:
H3 other text : device was not returned for investigation.

Manufacturer narrative:
The manufacturer became aware of an allegation of water leaking from the dream station CPAP device. The user's wife also alleges that the water from the machine went into the user's lungs which resulted in hospitalization. The user's wife states the machine is not usable. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service centre. There was no error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation. Evaluation method code, evaluation results code, component code and conclusion code grid has been updated.